Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was reproduced. System error 105 was confirmed and caused by a failed input/output printed circuit board (I/o pcb). Further eval found the I/o pcb with corrosion caused by fluid intrusion causing the error code. The failed I/o pcb was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.